Event description:
The pt was walking, and the unit shut off. Additional information received indicated the pt briefly lost consciousness. A new device was quickly attached and capture was regained immediately; no further sequela.